Event description:
It was reported the lv pulled back and measured high thresholds. The lead was capped and the physican choose not to replace it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lv pulled back and measured high thresholds. The lead was capped and the physician choose not to replace it. No patient complications have been reported as a result of this event. It was further reported the lead was unable to capture.